Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that "from staff: upon removing the 0.035" 260cm glidewire advantage from the right groin, it was found that the floppy distal end came loose from the wire (without coming off completely), exposing the bare metal end. Product was removed from field and given to team leader. Unsure of what could have cause this. What was the original intended procedure?: left lower extremity angiogram, diagnostic with co2. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. Preexisting characteristics that may have contributed to the event: coronary heart disease; hypertension". Additional information was received on 23jan2026: there was no impact on the patient. The fragment was not left in the patient's body.